Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device showed 'no disposable pump won't run' and bubbles were observed. No patient injury reported.